Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The proximal and distal conductors of the lead developed fractures due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead was partially explanted and replaced due to fracture. The lead had exhibited infinite impedance as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.